Manufacturer narrative:
As the lot number for the device was provided, a review of the device history records is currently being performed. The return of the sample is pending. The investigation of the reported event is currently underway. Catalog# (expiration date: 08/2023). The information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that some time post a port placement, when the port system was removed, an x-ray examination revealed that the catheter was allegedly broken and the distal catheter segment migrated to the vessel. It was further reported that the port body and the distal catheter segment were removed. The current status of the patient is unknown.

Manufacturer narrative:
H10: manufacturing review: a manufacturing review was not required as this is the only complaint reported to date for this product and lot. Investigation summary: one powerport isp MRI implantable port and a groshong catheter in two segments were returned for evaluation. Functional, gross visual, tactile, and microscopic visual evaluations were performed. A complete diagonal break was noted on the distal end of the proximal catheter segment and proximal end of the distal catheter segment. However, the investigation is unconfirmed for the reported fracture issue, as striations were noted on all the break surfaces. The investigation is inconclusive for the reported material separation and migration issue, as the exact circumstances at the time of the reported event cannot be verified, and the reported event could not be reproduced in the lab. A definitive root cause could not be determined based upon the available information. Labeling review: a review of product labeling documentation (e.g., procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. H10: d4 (expiry date: 08/2023). H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that some time post a port placement, when the port system was removed, an x-ray examination revealed that the catheter was allegedly broken and the distal catheter segment migrated to the vessel. It was further reported that the port body and the distal catheter segment were removed. The current status of the patient is unknown.